Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. The log file contained approximately 12 days of data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power events due to temporary losses of power while connected to the mpu on (B)(6) 2020 from 1:40:46 to 1:40:50 and on (B)(6) 2020 from 4:39:07 to 4:39:15. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event was reported to be the patient pulling the ac power cord out of the wall. Heartmate iii patient handbook (doc #: (B)(4), rev. B), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #: (B)(4), rev. A), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (doc #: (B)(4), rev. A) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook (doc #: (B)(4), rev. B) and heartmate iii instructions for use (IFU) (doc #: (B)(4), rev. A) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low battery power hazard events while on the mobile power unit (mpu). It is unknown if this was caused by a loose connection of the power cord with the mpu, the wall outlet, or if power to the house was lost.